Manufacturer narrative:
Batch review performed on 09-09-2025. Stem: m-vizion 01.22.103 distal stem ø14mm l 140mm straight (k170690) lot. 2241930: (B)(4) items manufactured and released on 10-01-2022. Expiration date: 2026-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: stem: m-vizion 01.22.411 proximal body ø20mm l 80mm lat with holes (k201471) lot. 2010784: (B)(4) items manufactured and released on 11-01-2023. Expiration date: 2027-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 1 month from primary, the patient came in reporting pain due to a loose stem. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.